Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record was previously reported on a supplemental MDR that was submitted on 04/18/2016. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5060300. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while an anesthesiologist was using a 27 g x 3 1/2 in. Bd whitacre high flow pencil point needle for an epidural, the "needle bowed" and approximately 4.5 cm broke off in the patient's soft lumbar tissue. The needle did not penetrate the patient's spinal space. On (B)(6) 2016, the patient had surgery and the broken needle was removed without incident.

Manufacturer narrative:
Results: on 4/11/2016, the initial reporter stated that a sample has been sequestered but that she was awaiting further direction from her claims department on releasing them. Therefore, a sample is available but has not yet been sent for evaluation. A review of the device history record was completed on 3/30/2016 and revealed that there were six machine breakdowns generated during the assembly of lot # 5114909. All of these were related to damaged needle hubs during the molding process. This is not related to the broken needle failure mode. The cannulas are received as a raw material from bd (B)(4) and met incoming inspection criteria. The assembly process is not designed to put any stress on the cannulas that would cause it to break during use. The 27ga needle is the thinnest needle and is susceptible to breakage if bent during the procedure and continued to be used. No ncmr was generated during the assembly of this lot. During the machine breakdowns products are inspected to determine if there has been any impact. Conclusion: an absolute root cause for this incident is not yet available. It is anticipated that a sample will be returned for investigation and upon completion of the investigation a second supplemental report will be filed. A DHR review was completed. The investigation is pending a returned sample evaluation.